Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.test strip lot #: not provided.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging an issue with his onetouch ultrasmart meter; however, the issue is not known. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began over two years ago. The patient's testing frequency is not specified; however, according to the csr's documentation the patient manages his diabetes with insulin (self adjuster). According to the csr's documentation, two years ago (date/time not known) in response to an unknown issue with the subject meter, the patient reportedly increased his lantus insulin from either 40 units to 60 unit or from 60 units to 80 units. The reason for administering an increase dose of insulin is not known; it is not clear if the patient was responding to a blood glucose result with the subject meter. As a result of the (unknown) product issue, the patient claimed he developed symptoms of dizziness, lightheadedness, and felt faint (date/time not known). Prior to and at the onset of his symptoms, it is not known what the patient's blood glucose result was with the subject meter and it is not known if the patient tested his blood glucose with another self monitoring blood glucose device. According to the csr's documentation, an (B)(6) was performed on the patient (date/time not known); however, the result is not specified. During a doctor's office visit two years ago, the patient claimed he was administered glucose tablets/gel as treatment by a health care professional. Prior to treatment, the patient's blood glucose result with the subject meter and/or with the doctor/clinic's meter is not known and the reason for the doctor's office visit is not specified. During troubleshooting, the csr noted the subject meter's batteries were replaced and the patient obtained an actionable blood glucose result with the subject meter. Replacement products were sent to the patient. Although the alleged product issue is not clear, this complaint is being reported due to the following conclusion: the patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.